Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device expulsion ('migration / migration of essure device location of device: right coil found in uterus / one of my coil had migrated into my uterus') in a 33-year-old female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, acute bronchitis, viral infection, cough and pulmonary edema. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2009 to 2012, propranolol since 2014 and venlafaxine hydrochloride (effexor) since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced night sweats ("hormonal changes describe: night sweats"), mood altered ("hormonal changes describe: moodiness"), balance disorder ("neurological conditions or problems type: balance issues"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In 2008, the patient experienced dry skin ("rashes or skin conditions type: dry skin") and acne ("rashes or skin conditions type: breakout of acne"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), tooth loss ("dental problems teeth falling out") and tooth disorder ("dental problems teeth getting weak"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes severely increase frequency"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and allergy to metals ("nickel allergy have been allergic to nickel jewelry since a child. Confirmed by and allergy doctor"). The patient was treated with surgery (remove the essure implant, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device expulsion, night sweats, mood altered, urinary tract infection, anxiety, dry skin, acne, pollakiuria, migraine, headache, nausea, tooth loss, tooth disorder, balance disorder, amnesia, allergy to metals, fatigue, alopecia and abdominal pain outcome was unknown and the pelvic pain and weight increased had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, balance disorder, device expulsion, dry skin, fatigue, headache, migraine, mood altered, nausea, night sweats, pelvic pain, perforation, pollakiuria, tooth disorder, tooth loss, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device expulsion ('migration / migration of essure device location of device: right coil found in uterus / one of my coil had migrated into my uterus') in a 33-year-old female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, acute bronchitis, viral infection, cough and pulmonary edema. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since march 2009 to 2012, propranolol since 2014 and venlafaxine since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced night sweats ("hormonal changes describe: night sweats"), mood altered ("hormonal changes describe: moodiness"), balance disorder ("neurological conditions or problems type: balance issues"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In 2008, the patient experienced dry skin ("rashes or skin conditions type: dry skin") and acne ("rashes or skin conditions type: breakout of acne"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), tooth loss ("dental problems teeth falling out") and tooth disorder ("dental problems teeth getting weak"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes severely increase frequency"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and allergy to metals ("nickel allergy have been allergic to nickel jewelry since a child. Confirmed by and allergy doctor"). The patient was treated with surgery (remove the essure implant, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device expulsion, night sweats, mood altered, urinary tract infection, anxiety, dry skin, acne, pollakiuria, migraine, headache, nausea, tooth loss, tooth disorder, balance disorder, amnesia, allergy to metals, fatigue, alopecia and abdominal pain outcome was unknown and the pelvic pain and weight increased had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, balance disorder, device expulsion, dry skin, fatigue, headache, migraine, mood altered, nausea, night sweats, pelvic pain, perforation, pollakiuria, tooth disorder, tooth loss, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: night sweats and moodiness, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: dry skin, breakout of acne, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: right coil found in uterus, nausea, dental problems teeth falling out, teeth getting weak, neurological conditions or problems type: balance issues, memory loss, nickel allergy have been allergic to nickel jewelry since a child. Confirmed by and allergy doctor, fatigue, weight gain / loss specify which one: weight gain, hair loss, abdominal pain. Event device dislocation was updated to device expulsion. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.